Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026. No further information is available.